Event description:
On (B)(6) 2012: the pt called tech support, he was in drain 0 of his ccpd treatment and reported that the display showed he had drained approx 6682 ml. He added that he only received an m31 "air detected in cassette" alarm and was able to continue with the drain. Additionally, he said he did a daytime exchange and filled with 2500 ml. He continued saying that he did not feel empty, he did not have any drain pain, and he will complete his treatment with his alternate method. On (B)(4) 2012: contacted the pt who said that the drain 0 volume of 6682 ml did not occur because he would feel discomfort if this was the case. He believes that the volume recorded was an error due to a cycler malfunction. When he began the treatment, he was watching the drain 0 volume continue to increase to 6682 ml. He did not believe that the volume was correct, so he disconnected from the cycler and completed a manual drain of 1500 ml (drains to toilet). He did not continue his treatment with the device and adds that the cycler did not fill him. He does not do a daytime exchange and is dry during the day. At no point during this event did he experience any discomfort, pain, or require medical intervention of any type. He adds that he has not had any overfills.

Manufacturer narrative:
(B)(4) - multiple alarms. Follow up contact: (B)(4) 2012 - the pt's pd rn stated that the drain 0 volume (6682 ml) the pt had reported during his tech support call was an error. She added that she does not know where the value had come from, other than he read the value incorrectly. The pt did call her and told her that he was having some draining issues so he disconnected from drain 0 and manually drained approx 1500 ml, not 6682 ml. She adds that there have not been any overfills. Additionally, she states that the cycler had not filled him prior to this event since he does a daytime exchange (2500 ml). She confirms his statements that there was no pain. The pt has been seen in the unit in stable condition and continues with ccpd without difficulties. (B)(4).